Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported they had pain and arm numbness after the stimulator trial started. This issue continued after the trial leads were removed, and they "were in the hospital for 10 days crying in level 10 pain." According to the consumer the stimulator "made them leary of things."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.